Event description:
This device was explanted and replaced due to possible header malfunction. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The physician noted out of range lead impedances and failure to capture before opening the pocket and noting a possible header issue. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. An increase of the atrial lead impedance in unipolar and bipolar lead configuration was documented in the device data. On (B)(6) 2020 an atrial bipolar and unipolar lead failure occurred. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.